Event description:
It was reported that an asymptomatic patient presented in-clinic for routine follow-up with multiple non-sustained right ventricular oversensing episodes; noise on the ventricular channel. Additionally, a ventricular fibrillation episode was triggered inappropriately and inhibited therapy because of the detection of lead noise. The lead was capped on (B)(6) 2017. The patient was stable post procedure.

Manufacturer narrative:
A partial lead was returned for analysis in one piece measuring 11.9 cm. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.